Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Status indicator light does not flash, red or green.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the 28th may 2013. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and that it had performed to specification up to (B)(6) 2017. During the investigation, the status led failed to flash green with a pad-pak installed. This would confirm the reported fault. The fault could not be replicated with a known good membrane fitted. This would indicate a failure within the original membrane. The failure of the green status led to flash was caused by a poor silver paste connection between the led and the membrane tracks.